Event description:
It was reported that on (B)(6) 2015, the pt underwent a revision of a left total knee replacement with rebalance of collateral ligaments at which time a small wound drain was placed superolaterally. On (B)(6) 2015, the physician assistant attempted to remove the drain. The pt reported he felt a snap inside of the knee. The physician noted the tip of the drain appeared to have broken at the perforation level. An x-ray was performed and revealed a foreign body within the left knee consistent with wound drainage tubing. The pt was brought back to surgery on (B)(6) 2015 for irrigation, drainage and removal of the broken drain piece.

Manufacturer narrative:
(B)(4). Device was not returned for eval. The lot number is unk therefore, a device history record could not be reviewed.